Event description:
During a follow-up on (B)(6) 2012, atrial lead impedance was found greater than 3kohm (bipolar config.) (It had been increasing since june). Noise oversensing was confirmed with both unipolar and bipolar config. During the provocative tests. Since normal impedance was measured with unipolar config, the polarity was re-programmed to unipolar. No x-rays were performed at this time. Upon (B)(6) 2012 follow up, no anomaly was found (impedance was 447 ohms (unipolar)).during a follow-up on (B)(6) 2012 atrial lead impedance was found greater than 3kohm (unipolar config.). Some noise oversensing episodes were recorded in the memories; however, no provocative test was performed to reproduce the phenomenon. The pacemaker was re-programmed to vvi mode. Leads were implanted on (B)(6) 2011. Although a lead/connection issue is suspected, no re-intervention is scheduled at this point; the patient will be followed regularly. One recorded a burst episode showed that atrial markers and egms were missing (a burst (B)(6) 2012 18:20). An explanation was requested.

Manufacturer narrative:
(B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.